Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding with bright red blood per rectum, with little blood likely from over anti-coagulation. The patient was hospitalized and unspecified changes were made to the medication regimen. The patient was transfused 2 units of packed red blood cells. The event resolved on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 7 days. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with use of the left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.